Event description:
The customer reported the system is displaying an overload fault. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and power cap module. System operates as intended. (B) (4).